Event description:
Had to get hysterectomy despite having essure coils removed (B)(6) 2013, because of development of adenomyosis and increased complications of endometriosis. Also had cysts on right ovary and in right fallopian tube. After hysterectomy had to be readmitted due to an infection of unknown origin requiring a 3 day hospital stay with IV antibiotics.